Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the patient went to note the place and what they were doing when the motor stall occurred, but the cause of the motor stalls was not determined. It was stated the intermittent motor stalls had not been resolved; the alarm went off one more time in the period between two refills. The patient did not want to replace their pump.

Manufacturer narrative:
Refer to MFR report # 3004209178-2021-15872 regarding prior event / pump replacement on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving sufentanil (sufenta 50mcg/ml at 45mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient heard a critical pump alarm several times. Multiple motor stalls had occurred that had recovered quickly (i.e., minutes). The logs were read. Several times, on different days, a critical alarm occurred that had always recovered after 5'. Motor stalls occurred on (B)(6) 2021. It was indicated that these motor stalls appeared to happen at random moments, with no relation between occurrence and the direct environment. The patient does not have other implanted devices, there was no magnet in the direct presence of the pump (including phone, phone case, jewelry). The medication was described as off label but did not pose problems with older pumps (same dose/concentration). There were no known external factors that may have led or contributed to the issue. No interventions were taken. The issue was not resolved as of (B)(6) 2021. The patient had no withdrawal or underdose symptoms. No surgical intervention occurred, and no surgical intervention was plan ned. It was decided to have the patient keep a diary for the coming period to log when an alarm occurs, to detail what the patient was doing at that moment and which environment they were in. It was indicated that previously on (B)(6) 2021, their prior pump was replaced within one year of implant due to the pump having multiple/repeated motor stalls. In the meantime, the analysis for the other pump was requested and both results will be taken into consideration to decide how to proceed. The patient was without injury regarding their status as of (B)(6) 2021. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.